Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that user noticed the luer lock was leaking. Reportedly, the user adjusted the luer lock connection so that it secure and straight. Then the user noticed large gaps of air in the infusion set tubing. The user primed the tubing to successfully remove air bubbles and resumed insulin delivery. The user's blood glucose level was 71 mg/dl.